Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary tplo surgery on a canine, it was observed that the small battery drive device was making a grinding noise. It was reported that there was no delay and an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery drive was found to be running very rough. It was further noted that the device failed cannulation, triggers were sticking, electric motor was damaged (one magnet came out of the gear), contacts for ecu were corroded, trigger components were worn and unknown substance in holding tube. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate